Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-00349. Reference MFR. Report#: 1627487-2019-00347. Reference MFR. Report#:3006705815-2019-00069. Reference MFR. Report#:3006705815-2019-00070. It was reported the patient experienced an infection located at the ipg and lead site. As a result, the scs system was explanted (B)(6) 2018 and the patient was given oral and IV antibiotics. The infection gradually resolved.